Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during drain one of four while the patient was connected. The patient stated that they noticed the patient line was damaged and leaking fluid. The patient stated that after closer inspection, the patient line had separated from the extension set because it was damaged. They noticed the luer connector for the patient line had come out of the patient line tubing. The luer was still connected to the extension set. There had not been any damage to the extension set. The renal therapy service agent advised the patient to end therapy and start over with new supplies. During trouble shooting there was nothing found that could have caused or contributed to the reported issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation attached to a patient line extension. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted an incomplete heat seal bead on the patient line tubing. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak through the incomplete heat seal bead on the patient line tubing to the patient connector was identified. The reported problem of leak was verified. The cause of the event was determined to be a manufacturing issue related to an insufficient bond. Should additional relevant information become available, a supplemental report will be submitted.